Manufacturer narrative:
In addition to further information being provided, the device manufacturer code should be:(B)(4). Manufacturer address has been updated accordingly.

Event description:
It was reported that a left hip revision surgery was performed due to high cocr levels and early signs of wear.